Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 12 cm distal to the is-1 connector pin. The proximal and the distal lead fragment with inserted locking stylet were available and subjected to an extensive analysis. The ligature marks were noted 43 cm proximal to the lead tip. Multiple signs of wear could be noted along the lead fragments. In particular between 29.5 cm and 32.5 cm the insulation was found rubbed through. This damage can be considered the root cause of the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to interaction with another implantable device such as a nearby lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted due to oversensing. Should additional information be received, this file will be updated.